Event description:
The customer reported that the tubing came apart during an unspecified case; reportedly the "patient bled and medication was not received". The pt harm or medical intervention was reported. No additional pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.